Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on may 22, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on may 23, 2017.

Manufacturer narrative:
Service in the field was performed on may 22, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on may 23, 2017. Product evaluation: the resonator evaluation by the manufacturer was completed on july 05, 2017 and evaluation noted coupler lens contamination on fiber side and resonator instability at 110 amps. The resonator was retuned for max power and stability at 110 amps @42.4 us; the coupler lens was removed and cleaned. The coupler was realigned and a new test report was created. Probable root cause: based on fa report, the probable root cause was determined to be coupler lens contamination and resonator retune.

Event description:
It was reported that during a bph surgical procedure, at 5,000 joules, "fiber port overheat message" was observed. The fiber port was cleaned and the fiber was exchanged however the error could not be cleared. The case was completed using an alternate procedure (turp). Patient outcome "no patient injury" reported.

Manufacturer narrative:
Device serial number: corrected. Device evaluated by manufacturer: updated. Service in the field was performed on april 27, 2017. The reported fiber port overheat was confirmed and the issue was determined to be due to a faulty resonator. An order for a replacement resonator was placed. The replacement part is on back order. Service repair will be scheduled when the replacement resonator is available.

Manufacturer narrative:
Service in the field was completed on may 22, 2017: the resonator was replaced. The console was tested and verified to meet manufacturer's specifications.